Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer blood glucose reading was 132 mg/dl. Troubleshoot was performed. Customer stated the alarmed showed up while at sleeping. Customer stated pump errors did not displayed before the "critical pump error" image was displayed on the screen. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump had pump error noted in the pump history and critical pump error due to out of specification force sensor zero offset. Analysis was unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump was received with cracked battery tube threads and minor scratched lcd window.